Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2024). Device pending return.

Event description:
It was reported that during a port placement procedure, there was crack on trocar. It was further reported that while pushing physiological serum liquid get leaked through the trocar. The procedure was completed using another device. Patient experiences pain.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. A DHR review is not required. However, DHR was requested to review manufacturing records. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one introducer needle and one syringe were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the observed needle crack issue as multiple cracks were noted on the proximal hub of the introducer needle and leaks from multiple cracks were observed on the needle hub. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024),g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, trocar was allegedly cracked. It was further reported that while pushing physiological serum liquid get leaked through the trocar. The procedure was completed using another device. The patient experiences pain.